Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts confirmed cartridge alarms with consecutive cartridges and decided to replace the pump. The customer will continue using the current pump while expressing interest in obtaining an out-of-warranty loaner pump.